Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke and the fiber was firing forward after 37 minutes with 14 seconds of fiber used. The procedure was stopped. There were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on visual analysis that the glass cap is securely in place and does not show any signs of detachment. The hene (helium-neon) laser fixture testing did not find indications of breakage along the fiber length. However, analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. The reported event is confirmed based on this specific finding. It is probable that the identified detritus adhesion on the metal cap contributed to elevated temperatures near the laser beam output window, leading to circumferential fracture. Continuous elevated temperatures can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that can occur through normal use. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device identified that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap exhibited mild devitrification at output window. The metal cap exhibited severe charred detritus adhesion on its surface, indicative of prolonged tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was functionally tested with helium neon (hene) laser fixture and the testing conducted did not identify any signs of breakage along the length of the fiber. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke and the fiber was firing forward after 37 minutes with 14 seconds of fiber used. The procedure was stopped. There were no patient complications.

Manufacturer narrative:
D4: lot number was updated.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber tip broke and the fiber was firing forward after 37 minutes with 14 seconds of fiber used. The procedure was stopped. There were no patient complications.